Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent an endovascular procedure utilizing a gore® tag® conformable thoracic stent graft with active control system. On january 26, 2024, the field sales associate was made aware that a reintervention will be done on (B)(6) 2024 due to a type b dissection (disease progression) distal to the original implant. On (B)(6) 2024, patient underwent an endovascular reintervention in zone 4 utilizing a gore® tag® conformable thoracic stent graft with active control system (ctagac) and a 24fr gore® dryseal flex introducer sheath. The ctagac device was opened and inserted inside the patient but not implanted as it was tight in the sheath, with difficulty physician got it through the sheath then the sheath backed out of the vessel and physician tried to pull the device through the sheath to take it out, so he could reintroduce the dilator but were unable to completely advance the device through the sheath. Device was removed along with the sheath and on the back table, it was visible that the sheath was damaged at the tip from trying to pull the stent back into it. Physician then used two gore® tag® conformable thoracic stent graft with active control system and a new sheath instead to complete the procedure.

Manufacturer narrative:
Imaging evaluation summary: the imaging evaluation performed by a clinical imaging specialist showed the following: one time-point is available for evaluation: post-implantation cta dated (B)(6) 2024. The imaging shows the presence of one gore® ctag® device implanted just distal to the lsa. The false lumen appears to begin at the level of the distal border of the lsa. There appears to be a tear/fenestration near the distal end of the implanted device. There is an aortic tear ~26cm distal to the lsa in the descending thoracic aorta by outer curve length. Cannot confirm the dissection distal to the implanted device occurred post implantation of the original device with available imaging. Images provided do not allow for evaluation in relation to the reported complaint.